Event description:
Received info reporting the pt had a loss of therapeutic effect after she took a shower. She said if she turns stimulation up too high she gets stimulation in her ribs, which is the wrong location. She also reported not having any feeling from the waist down after she woke up from implant surgery and has just started walking again. By working with technical support and pt's programmer she was able to get therapeutic stimulation. Pt was encouraged to see her hcp regarding the rib stimulation she has experienced. Add'l info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).